Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported issue was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dirt on the wire port. The issue occurred during a service maintenance process. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.